Event description:
Funeral home reported patient deceased. Cause of death unknown. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.